Event description:
The dr reportedly experienced a corneal burn while using this equipment. It was reported that the burn may be released to too tight wound. Thep t is fine and there is no appreciable astymatism.